Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Device analysis: the product was returned for evaluation. The functional testing was conducted on the returned devices. The returned samples determined that it was received one unopened sample that pertain to the product code w9932. In order to evaluate the condition of the returned sample, the packet was opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that a patient underwent a lateral episiotomy procedure on (B)(6) 2023 and suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to sew the perineal skin. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.